Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding a seating issue involving a triathlon insert was reported. The event was not confirmed. This component was not implanted. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and operative notes are needed to complete the investigation for determining a root cause.

Event description:
The surgeon reported that he thought a triathlon insert looked odd after seating it into the baseplate. The triathlon insert was then removed. A new triathlon insert was opened and inserted. The surgeon reported that the new insert looked fine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he thought a triathlon insert looked odd after seating it into the baseplate. The triathlon insert was then removed. A new triathlon insert was opened and inserted. The surgeon reported that the new insert looked fine.